Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after inserting the syringe needle into the cartridge, the customer was unable to load the cartridge with insulin. As the event had occurred in the past, tandem technical support was unable to troubleshoot. The customer's blood glucose was not impacted.